Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the gas module failed to produce oxygen output. The user reported that gas flow did resume, and the device was able to be used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.